Event description:
Customer reported a cgm error 20 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing guidance on performing a pump reset, after which the customer successfully started their sensor session without encountering the error again.